Event description:
On (B)(6): customer reports that a male patient was having a urology procedure for stent placement when the system failed to fluoro. Physician completed the procedure via endoscopy. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot per service manual report of console that would not stay powered up and replaced the generator console. Fse then verified proper operation using hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual. System returned to full service by the customer.